Event description:
As orthopedic surgeon was performing itst nailing of right mid-shaft femur fracture, the tip of one of the guidewires broke off within the bone. Tip was left in the bone for stability as removing would require milling out of the tip which was not felt to be necessary. No further patient complications and patient was discharged in a timely manner for rehabilitation.